Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Children¿s hospital of pittsburgh had a defective product. They reported during a dressing change the attendee noticed fluid leaving the central line device in the area it should not be. Holes were notices in the central line. Have there been issues with this product.

Event description:
Children¿s hospital of pittsburgh had a defective product. They reported during a dressing change the attendee noticed fluid leaving the central line device in the area it should not be. Holes were notices in the central line. Have there been issues with this product?¿

Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. One opened catheter was returned for review. The catheter was disconnected from the extension line and was tested with a colored water syringe. Bubbles appeared along the silicone extension between the hub and the oval disc. Examination of the area under magnification confirmed a slit in the silicone which would result in leakage. The most probable cause for the damage to the catheter was most likely related to the user environment and not a manufacturing error. There have been no other complaints regarding this issue with this part number. A trend for the lot number could not be conducted since a lot number was not provided. Since the reported issue was most likely related to the user environment and not a manufacturing error, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.